Event description:
It was reported that the mckesson prevent® sg glide safety hypodermic needle was blocked during use. The following information was provided by the initial reporter: "the needles are not working properly. They are the 25g x 1in when staff is going to push out the medication the needle is stuck and nothing comes out".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 16-may-2022. H6: investigation summary: it was reported that needle is stuck and nothing comes out. To aid in the investigation, four samples were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Samples did not expel the solution with normal flow, these needles are clogged. A device history record review was completed for provided material number 306616, columbus needle lot numbers 1214992, 1278946, 1214008, 1214997. These needle lots were used in the manufacturing of the final product lots 1341422. The review revealed there was documentation for this type of defect during the production run of lot number 1214992 for clogged needles due to silicone. It could be possible these samples are escapes from the incident that occurred while producing batch 1214992. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the mckesson prevent® sg glide safety hypodermic needle was blocked during use. The following information was provided by the initial reporter: "the needles are not working properly. They are the 25g x 1in when staff is going to push out the medication the needle is stuck and nothing comes out."